Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient saw a power on reset (por) screen on their ins recharger and then saw a reposition antenna screen on (B)(6) 2017. The patient reported that they had last charged their device in (B)(6) 2017 and that they had last felt stimulation in (B)(6) 2017. The patient reported that the reason they hadn¿t been using the stimulator was because ¿really hasn¿t worked for [them] since it was put in ((B)(6) 2014)¿ and they could never really get their pain below a 4. The patient found their patient programmer (pp) that was previously reported as missing and the patient was able to clear the informational por on the pp. The patient was able to charge the implant with 6 coupling bars. No further complications are anticipated.